Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the needle mechanism failure or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient¿s blood glucose reached greater than 400mg/dl while wearing the pod on arm between 36 and 48 hours. Needle was not deployed.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with needle fully deployed.